Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced bilateral rupture and breast pain post procedure. The ruptures were detected through magnetic resonance imaging. The ruptures were suspected to have been caused by physical abuse. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-02600 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on april 13, 2022. The left sided device originally thought to be rupture was stated to be intact per magnetic resonance imaging. Additionally, left sided capsular contracture (baker grade unknown) is indicated. Explant is planned for (B)(6) 2022. The event date was clarified to be november 1, 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: chest injury/rupture. Manufacturer¿s reference number: (B)(4).